Manufacturer narrative:
Additional information has been added in h3. Device was received and evaluated. The cause of the placement signal issue could not be established due to limited clinical details, however no abnormalities found with the dp sensor on the returned product. The cause of the low pump flow was biological material ingestion based on data log and returned pump analysis. The cause of the access site adverse event was not established as limited clinical information was provided. The cause of the injury was not determined due to insufficient clinical details.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
The patient, a 12-year-old female with a history of seizure disorder, autism, dilated cardiomyopathy, and prior heartmate 3 lvad implantation in 2022, was admitted with fever, hypotension, facial swelling, and evidence of right ventricular failure. An rp flex device was inserted via the right femoral vein without procedural complications, and support was initiated and titrated to p-8 with flows approximately 3.9 l/min. Post-implant chest x-ray confirmed stable positioning. The patient remained intubated and sedated initially, with plans for gradual weaning of inotropes and extubation. During the support period, the clinical team noted intermittent discrepancies between the pa placement signal and invasive pa pressures, consistent with suspected sensor drift. Motor current trends, flows, and waveforms were reviewed with staff, and education was provided regarding normal device behavior, purge management, and monitoring during line manipulations. The patient remained hemodynamically supported, with diuresis ongoing and laboratory values including ldh, creatinine, and inr trending toward normalization. On (B)(6) 2025, at approximately 6:00 a.m., the heart failure team observed a rise in motor current accompanied by an elevation in the pa placement signal to approximately 70 mmhg and a decrease in device flow from 3.5 l/min to 2 l/min without changes in p-level or purge parameters. The possibility of thrombus ingestion and impending pump failure was discussed with the treating team. The device was reduced to p-3, and plans were made for device weaning and removal. The patient remained clinically stable, and dobutamine therapy was restarted in preparation for removal. The team noted that the patient had been highly mobile, had multiple indwelling venous lines, and had the pa catheter removed several days prior. The rp flex was removed at the bedside by cardiac surgery. Preclosure sutures were initially attempted for hemostasis, though manual pressure was ultimately used due to the patient¿s small size. Hemodynamics remained stable after removal, with lvad flows approximately 5 l/min. There were no reports of pump exchange, cannula kinking, suction alarms, gross thrombus visualization, or biomaterial observed in the outflow. The facility indicated that the pump would be returned for analysis; product return is pending at this time. Throughout support and at the time of device removal, the patient remained stable. There were no reported device-related injuries, and no health consequences were documented in relation to the observed changes in motor current, pa signal, or flow reduction.